Manufacturer narrative:
Based on the current information provided, the causes of the customer reported failure modes and intra-operative complication cannot be determined. Isi has not received the vse instrument involved with this complaint for failure analysis evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The logs were reviewed by an isi advanced failure analysis engineer (fae) and the following information was obtained: there was no failure or errors in regard to sealing observed. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy surgical procedure, the vse instrument had insufficient and delayed sealing issues. As a result, the surgeon indicated that there was more bleeding than expected. The blood loss volume associated with the alleged instrument issues is unknown. It is also unknown what medical intervention, if any, was administered due to the bleeding. The causes of the customer reported failure modes and intra-operative complication are unknown.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the vessel sealer extend (vse) instrument was taking longer than expected to coagulate unspecified vessels. In addition, the surgeon indicated that extra bleeding was observed. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has contacted the surgeon to obtain additional information regarding the reported event. However, no further details have been received as of the date of this report.